Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed over-sensing of the r and t waves. It was also reported there was under-sensing during the atrial fibrillation episodes. Re-programming changes were suggested, the lead remains in use and no patient complications have been reported as a result of this event.